Event description:
New information noted that failure to capture continued. The lead was turned off. Patient was stable throughout the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a post implant check. Device interrogation revealed that the left ventricular lead was not capturing. Physician concluded there was a micro dislodgement. Programming changes were made to resolve the issue. Patient was stable throughout event.